Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device will auto reboot during use. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit was received with no battery. The device powered on and off using ac power but would not boot up properly and rebooted itself several times while in the burn-in oven. A known good ui board was installed into the customer unit but the unit would reboot when attempting to power on. A known good system board was installed into the customer unit and the unit was able to power on without any issues and functioned as designed. Potential system board u10 fault results in the device rebooting itself while in use. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for over four years with no previous reported issues related to this reported event.

Event description:
The customer reported the device will auto reboot during use. No patient impact or consequences were reported.